Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A sample was received and the problem was confirmed, the cause of the tubing separation was due to lack of solvent. A batch review has been conducted which revealed the product met all of the acceptance criteria for release. A follow-up if additional relevant information becomes available.

Event description:
A customer reported to baxter corporate surveillance that an intermate had leaked before use. The unit started to slowly leak solution from the proximal end of the tubing. When the tubing was released from the groove, the uncoiled tubing easily slid out of the attachment port in the top of the housing. The leak was noticed after the sterilization process, when the medicine was already in the intermate. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.